Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 22 mmol/l. A correction injection was administered by the customer which successfully resolved the blood glucose.